Event description:
It was reported that during a stent procedure, the delivery system would not cross the lesion. The delivery system was then pulled back to the guiding catheter and re-advanced. This attempt to cross was also unsuccessful. The delivery catheter was then pulled back to the guiding catheter a second time and then the wire was pulled back. When the delivery system was outside the body it was noted that the stent was missing. Unable to locate the stent, another co's stent was successfully deployed at the lesion site. No attempt to retrieve the stent was reported. The pt was reportedly stable.